Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "while impacting the securefit stem, the impaction handle broke. The surgeon was unable to separate the handle from the stem. He decided to remove the stem and handle (now one piece) and put in a new stem using a non threaded impactor. Case confirmed with no apparent other problems."